Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 30 mg/dl at the time of the incident. The customer was declined troubleshooting for low blood glucose.the customer was treated with drinking mountain dew. Customer stated that insulin pump had passed displacement and self test. It was unknown that auto mode feature was active or not at the time of event.nthe device will not be returned for analysis.